Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported death was unable to be determined. Additionally, the reported patient effect of death, is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Dates estimated.

Event description:
This will be filed to conservatively report an unknown death that occurred within 7 days of the mitraclip procedure. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a functional mitral regurgitation (mr) grade 4+ with calcified annulus, tricuspid regurgitation, aortic stenosis, and aortic insufficiency. It was noted that during the procedure the transseptal puncture with a non-abbott wire was difficult. However, the procedure continued and one clip was successfully implanted. Mr was reduced to 1-2. All aspects of the mitraclip procedure went smoothly and there was no clinically significant delay. On (B)(6) 2022, it was reported that the patient had died within seven days after the procedure. The clip remained stable on both leaflets and there was no chordal or leaflet damage noted. The cause of death is unknown. No additional information was provided.